Event description:
It was reported that during an unknown procedure, the device did not work. No further information provided.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The device was tested with a generator and it was found that the hand control switch assembly buttons were non functional. However, foot switch was functional. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.